Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. This is report two of two for the same event. Report one of two is reported on MFR #0001032347-2016-00627.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Device product code: gey. Report two of two for the same event, reference 0001032347-2016-00627.

Event description:
It was reported while closing a craniotomy the twist drill came out of the driver when inserted into the patient's bone. There was no patient injury or surgical delay. The surgery was completed using another driver.

Manufacturer narrative:
The complaint is that two 1.4mm iq drills came off from the collet of an iq driver. The driver was functionally tested using a known working battery (72-1010), a drill bit (72-2053), and a blade (72-3001). The bits could easily be rotated out of the driver when in the locked position. The most likely cause of the complaint was a failure of the collet on the iq driver. The two returned drills were found to function as intended. There are no indications of manufacturing defects. Supplemental report two of two for the same event, reference report 0001032347-2016-00627-2.